Event description:
Additional information received reported that since implant the patient had had paralysis from the feet up. She had an encephalitis infection from her implant and the healthcare provider (hcp) did know if it was multiple sclerosis (ms) or guillain-barre syndrome or something else. She was hospitalized for 22 days and the issue was also causing an issue with her rib cage. Her neurologist wanted the device removed, but the therapy doctor did not agree with the other doctor. The patient was looking for a MRI that would do a thoracic scan on her.

Event description:
It was reported the patient was hospitalized due to trouble walking and paralysis in their legs. The patient¿s healthcare provider did not think those issues were related to therapy. The day prior to hospitalization, they experienced incontinence and trouble walking. They thought their adrenal insufficiency from ten years prior was back and gave themselves an emergency injection. The patient felt sick and had swelled up twenty pounds. Nine days later, they were still in the hospital. An inflammatory or infectious process was going on. They were given big doses of cortisone and gamma globulin. Something neurological happened from the pelvic floor or infection. Their legs were getting weaker as they were weaned off steroids. The patient lost bowel function and their legs went numb. They had cognitive changes and were seeing a speech, occupational, and physical therapist. The patient experienced ¿creepiness¿ up their legs that slowed down at their pelvic area. The patient was hospitalized for a total of fifteen days. A week after they were discharged, an allergic reaction or infection was reported. The patient had been diagnosed with a chronic form of guillain-barre syndrome. Explant as soon as possible was suggested. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0qq09, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)